Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during follow up check the implantable pulse generator (ipg) was unable to interrogate with programmer. Magnet showed three paced beats at 100 paces per minute (ppm) and intrinsic at 87 beats per minute (bpm). Facility attempting to obtain data using remote data transmission. Follow up information indicated the pacemaker could immediately be interrogated. No problem observed anymore. No pacemaker issue observed. The ipg remains in use. No patient complications have been reported as a result of this event.